Event description:
Customer's family member reported that pt experienced a hypoglycemic event after insulin dosing according to freestyle readings. Customer received an unk reading then dosed with lantus at 11:00 pm. At 12:30 am, customer began to experience symptoms consistent with hypoglycemia. At 2:00 am, paramedics were called. A reading of 32 mg/dl was received by the paramedic unit compared to a freestyle reading of 78. The paramedics used an unk brand of meter. Tests were upon a finger site. Customer received an injection from the paramedics and then an IV at the hosp to raise blood glucose. Customer was not admitted to hosp.